Event description:
Rn hung a 100 ml bottle of propofol bottle on the IV pump and connected to the patient's vascular access line. The rate input into the pump (11.3 ml/hr) and dose were verified by 2 nurses and signed off. The nurse returned 30 minutes later, found the propofol bottle, and visualized the propofol dripping through the line much faster than the set rate. An estimation shows that the bottle infused almost 20 times quicker as intended, as a 100 ml should've taken around 10 hours to infuse and was almost completed after only half an hour. These pumps are older and are 4-years past their life expectancy. Our hospital is currently in the process of replacing them. No apparent harm came to the patient, but this is high-risk based on the different types of medications we infuse. Our bio med department was unable to reproduce the issue.